Event description:
It was reported that high capture thresholds were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse health consequences to the patient.